Manufacturer narrative:
The investigation is ongoing. This report is 1 of 2 being submitted for this complaint.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve procedure with a 26mm sapien 3 ultra resilia inside a non-edwards 34mm transcatheter heart valve, the plan was to deploy the valve at node 5, but the valve was implanted slightly lower with the outflow at node 4. The valve subsequently embolized into the ventricle. A 26 commander delivery system balloon was inflated over the wire in an attempt to reposition, but the sapien valve ended up on the mitral leaflet. A decision was made to perform an open surgery, explant both valves, and proceed with a surgical aortic valve replacement (avr). The possibility exists that the valve was not fully inflated to its nominal volume. The patient was stable. The perceived root cause was discussed after review of the images, and it appears that the balloon was not fully inflated and pulled all the volume into the sapien valve. The under deployed of the valve was not intentional. The patient was stable.

Manufacturer narrative:
Update to b4, d9, g3, g6, h2, h6 ( and h11 to reflect engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging was provided and revealed that the sapien 3 ultra resilia (s3ur) valve was implanted in a non-edwards valve and embolized distally from the non-edwards valve. A balloon catheter was used to re-position the s3ur back within the non-edwards esheath. The s3ur valve partially pulled back into the non-edwards valve. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for valve deployment inflation difficulty or incomplete inflation has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. In this case, after reviewing the images, it appears that the balloon was not fully inflated to its nominal volume. Per the instructions for use (IFU), the valve should be deployed by inflating the balloon with the full prescribed volume, holding for 3 seconds, and confirming the inflation device barrel is empty to ensure complete inflation. Similarly, the training manual advises initiating deployment with slow, controlled inflation, followed by a full inflation and a 3-second hold to ensure complete deployment. Incomplete balloon inflation can result in under-deployment of the thv, which may lead to embolization, as reported. As such, available information suggests that use error (incomplete inflation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
During administrative review of this complaint, it was noted that the -02 mfg. Report number was not referenced.